Manufacturer narrative:
Internal notification number: (B)(4)- reference code (B)(4), device name as vega ps tibial plateau cemented t0 serial number n/a, batch number 51770030, UDI device identifier (B)(4), UDI production identifier (B)(4), basic UDI-di n/a, unit of use UDI-di (B)(4), manufacturing date 2011-09-21. Table 1 shows the corresponding implant components with manufacturing batch number. Ref.code device name batch, nx007z as vega ps femoral, comp.cemented f3n l, 51690593, nn260p plug f/tibial plateau 51689258, nx101 vega ps gliding surface t0/0+ 12mm 51646286, nx042 patella 3-pegs p2 51710758. Investigation: failure description: no product at hand. Therefore a failure description at the device is not possible. Investigation no product at hand. Therefore an investigation at the product is not possible. Pictorial documentation: there are no pictures available. Batch history review the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. Two further incidents have been filed with nx049z, lot 51770030 regarding implant loosening in our system. Conclusion and root cause: based on the information available it is not possible to determine a possible root cause for the mentioned failure. Rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action: for this topic (vega loosening) a product safety case (psc) was initiated.

Event description:
It was reported that there was an issue with as vega components. Associated medwatches: 2916714-2020-00213; 2916714-2020-00203; 2916714-2020-00201; 2916714-2020-00214; 2916714-2020-00227.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with as vega ps tibial plateau. It was reported on (B)(6) 2018, that as a result of having the product implanted, the patient has experienced knee pain, difficulty walking, and loosening of the implant. The primary surgery occurred on (B)(6) 2012, and there was no reported revision surgery. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. Involved components: nx007z (ps femur cemented f3n lt). Nx049z (ps tibia cemented t0). Nn260p (peek plug f/ tibia). Nx101 (ps pe insert t0/t0+, 12mm). Nx042 (universal patella p2). The cement is unidentified at the time of complaint entry. The adverse event / malfunction is filed under reference (B)(4).